Manufacturer narrative:
The intended use of the t:slim system is for the continuous subcutaneous insulin infusion (csii), at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels of 378 mg/dl, with 2.0 ketones. Tandem technical support offered to troubleshoot, however the customer's contact declined, stating that they are working with the customer's clinical diabetes specialist and healthcare provider.